Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - heater bag temp failed perf spec-fluid delivered out of spec was determined to be intermittent operation of accomp printed circuit board (pcb).